Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips remote service engineer (rse) inspected remotely and confirmed the reported issue. After reviewing log file, onsite service fse identified that the flex vision pc was timing out. Upon troubleshooting, fse found that no video output from the flex vision pc due to a probable video card failure. To resolve the issue fse replaced the flex vision pc and return the part for further analysis, but no failure found. After replacing the flex vision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.